Event description:
In 2003, a 52 mm tm monoblock acetabular cup was implanted with a depuy aml stem 13.5mm and 25mm +5 head. A traumatic event occurred approximately 3.5 years post-implantation. This patient was revised to recurrent dislocations.

Manufacturer narrative:
The acetabular cup's package insert states that zimmer has not tested the safety or effectiveness of this device for use in combination with non-zimmer product or component. A review of the implant's device history record indicates that it was manufactured to specifications.